Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was intermittently resetting and displaying code 104. The cause of the resets and code 104 is corrupted files on the sd card. The root cause of the corrupted files cannot be positively identified. No adverse event resulted from the defective sd card.

Event description:
A zoll distributor returned a monitor indicating that it was resetting.